Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their information center screen, keyboard and mouse froze. Limited information was provided regarding the details of issue. If the screen is frozen and waves/numeric are not updating, there is the potential based on the nature of the supported devices that may be in use with the system for the issue to go undetected for a period of time during which time a delay of response to a patient is possible. For these reasons, the issue is considered to be reportable. No patient harm was reported.

Event description:
The customer reported that their information center screen, keyboard and mouse froze. No patient harm was reported.